Manufacturer narrative:
The device was returned to edwards for evaluation , the device evaluation has not yet begun. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 21mm 8300ab aortic valve was explanted at implant due to paravalvular leak pvl. The pvl occurred from the region around the non-coronary cusp. The surgeon added sutures from the outside of the aorta to repair the pvl, but the pvl did not improve. The explanted valve was replaced with a 21mm 11500aj aortic valve. Also, during the attempt to improve the pvl, intraoperative transesophageal echo revealed worsening of mitral regurgitation, that was trace or mild preoperatively and not planned for intervention. A mitral valve replacement was additionally performed to correct this mr. Per the surgeon, the cause of the pvl was unknown because sizing was adequate and the patient anatomy was normal. The cause of the mr worsening was also unknown.

Manufacturer narrative:
Device evaluation: customer report of pvl was unable to be confirmed through visual observations. X-ray demonstrated wireform intact and frame partially expanded around commissure 2. Suture remained at the black stitch marking around leaflet 1. Suture holes were visible near the remaining two of the three black stitch markings on the sewing ring; one suture hole near each.

Manufacturer narrative:
Added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The customer complaint of pvl was unable to be confirmed. There is no confirmed edwards or supplier manufacturing defect. Potential causes of the observed pvl include procedural factors such improper seating of the device or incomplete deployment of the valve, and manufacturing-related nonconformances that would result in improper deployment of the valve. A DHR review was performed, and no related manufacturing nonconformances were identified. The subject valve passed all in-process inspections, including inspection of stent frame diameter size, valve circularity, and cusp symmetry. No distortion or abnormality of the valve observed out-of-the-box was reported by the customer. Additionally, the valve delivery system passed process verification checks, including leak testing of the balloon catheter, alignment of the balloon, and burst testing of sample balloons. The surgeon did not report any issues inflating the balloon to the specification pressure defined in the instructions for use. Therefore, there is no evidence to suggest that a manufacturing defect potentially contributed to incomplete deployment of the device. The returned product was evaluated, and the frame appears partially expanded around one of the commissures, causing the expanded frame to appear slightly asymmetrical. Asymmetric frame expansion could have potentially occurred if there was an improper seating between the sewing ring and the annulus prior to balloon expansion. An improper seating may occur as the result of a combination of factors such as sizing, anatomical anomalies, and poor visualization of the annulus." Per the surgeon's report, there were no anatomical anomalies or sizing difficulties that potentially contributed to this event. The extent to which the observed partial/asymmetrical expansion of the valve frame contributed to the reported pvl is unable to be determined. Based on the information available, a definitive root cause of the reported pvl is unable to be determined. It is unlikely that manufacturing nonconformances, anatomical anomalies, or sizing difficulties caused or contributed to this event. It is possible that improper seating of the valve prior to deployment caused this event, however, this potential root cause is unable to be confirmed.